Manufacturer narrative:
Information was added to the following fields: h6: impact codes.

Event description:
It was reported that the patient with this right ventricular lead underwent a positron emission tomography (pet) scan. This scan determined that this lead experienced perforation on the patient. Additionally, it was noted that the patient experienced a syncope episode. It was recommended that the patient visits the health care facility for a system revision. At this time, this lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that a thoracotomy was performed in order to remove the section of the lead experiencing the perforation. The rest of the lead was left for extraction and replacement in the near future. At this time, the lead remains implanted. Subsequently, the lead was explanted and replaced.

Event description:
It was reported that the patient with this right ventricular lead underwent a positron emission tomography (pet) scan. This scan determined that this lead experienced perforation on the patient. Additionally, it was noted that the patient experienced a syncope episode. It was recommended that the patient visits the health care facility for a system revision. At this time, this lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that a thoracotomy was performed in order to remove the section of the lead experiencing the perforation. The rest of the lead was left for extraction and replacement in the near future. At this time, the lead remains implanted.

Event description:
It was reported that the patient with this right ventricular lead underwent a positron emission tomography (pet) scan. This scan determined that this lead experienced perforation on the patient. Additionally, it was noted that the patient experienced a syncope episode. It was recommended that the patient visits the health care facility for a system revision. At this time, this lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that a thoracotomy was performed in order to remove the section of the lead experiencing the perforation. The rest of the lead was left for extraction and replacement in the near future. At this time, the lead remains implanted. Subsequently, the lead was explanted and replaced.